Event description:
During the implant procedure, there was a loss of capture noted on the right ventricular (rv) lead when the lead was connected to the pacing system analyzer (psa). The lead was replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported event was of a loss of capture was not confirmed.